Manufacturer narrative:
(B)(4). Facility declined to provide patient ID, gender, age and weight. Attempts to obtain patient information were made via email. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a planned therapeutic coronary procedure inside the body, during pullback or recording, the error message "catheter fault detected" was displayed on the manufacture's device. The system was restarted but the problem was not solved. There is no patient injury. The returned device was visually and microscopically inspected. Scratches were present at the distal fillet and pzt array. The device was missing portions of adhesive from the distal fillet as adhesive tapered down on both ends scanner and tip) are lifted and had rough edges from the damage sustained. The probable cause of the observed missing adhesive is damage, as evidenced by the scratches present at the distal fillet and pzt array. Strain, impact, and forces associated with use can affect the integrity of the device. It t was not possible to determine when and how the failure occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because adhesive was missing from the device. It could not conclusively be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. Internal reference: (B)(4). This follow-up supplemental report #1 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h6: supplemental report #1 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated from 4315 (cause not established) to 4308 (cause traced to transport/storage).